Manufacturer narrative:
Investigation summary since no samples displaying the reported condition were received no defects could be confirmed. As a result, an accurate investigation could not be completed. In addition, a potential root cause could not be defined and no corrective actions are not necessary at this time. A device history review was conducted for lot number 9007602. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when withdrawing needle after injection the needle remained in the injection site with a bd 1ml tb syringe slip tip. This occurred on 2 separate occasions, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that when withdrawing needle after injection, needle came off in consumers injection site, she was able to remove them and did not seek any medical treatment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when withdrawing needle after injection the needle remained in the injection site with a bd 1ml tb syringe slip tip. This occurred on 2 separate occasions, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that when withdrawing needle after injection, needle came off in consumers injection site, she was able to remove them and did not seek any medical treatment.